Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The following sections were updated: d10, g4, g7, h2, h3, h4, h6 and h10. The device was returned to olympus for evaluation. The repair center confirm the customer's complaint and found a faulty printed circuit board. The device was repaired and returned to the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event occurred due to an accidental failure of the field-programmable gate array (fpga) or a synchronous device on the printed circuit board.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and a root cause cannot be determined.

Event description:
A user facility reported to olympus that the cv-190 was too bright and the image was "blacking out" when using certain scopes. The problem, as reported to olympus, occurred during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.